Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure an extra signal was noted on the right ventricular (rv) channel. The rv lead was disconnected from the implantable cardioverter defibrillator (ICD) three times and the signal still was noted. The noise was oversensed and led to pacing inhibition greater than two seconds. It was noted that the patient is not pacemaker dependent and no adverse patient effects were reported. Boston scientific technical services (ts) was consulted and it was discussed to continue to monitor and check the for the noise in the morning. The field representative noted that no further issues were seen and no changes were made to the system. The ICD and rv lead remain in service and no adverse patient effects were reported.